Event description:
Description according to complainant: noted via CT that the celect filter had tilted and penetrated the ivc. Generalized pain to the area of penetration. Filter removal was attempted, but due to tilt of celect filter and endothelialization of the hook, the removal was unsuccessful at this time.

Manufacturer narrative:
Catalog#: unk as information was not provided but referred to as celect filter. Rpn and lot number were not provided, why device history record cannot be investigated. However, nothing indicates the device was not manufactured according to specification. The investigation is based on event description and review of provided images. Two images and two angiography images are provided. Images appear to be a photographs of a monitor. CT images and the venogram demonstrate ivc and duodenal perforation by two anterior primary and two anterior secondary legs. The filter apex is tilted anterior and left. Although the filter was snared with the loop snare technique, the hook was not successfully captured. A small angioplasty balloon was used to attempt to dislodge the tip. The filter is likely removeable with an excimer laser or aggressive hook mobilization with rigid forceps. Filter perforation of vena cava wall and difficult removal of vena cava filters have been reported in the published medical and scientific literature. The exact root cause for the filter perforation and difficult filter removal cannot be determined based on the limited information provided. Cook medical will continue to monitor for similar events.